Manufacturer narrative:
Concomitant products: 4076-52 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the patient was admitted to the emergency room (ER) with complaints of dizziness. The right ventricular (rv) lead was interrogated and showed high impedance, no capture at max output, and oversensing with sensing integrity counter (sic). The lead was suspect of a fracture. The lead was reprogrammed until lead revision. The lead was revised, capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.